Event description:
A surgeon reports that the intraocular lens broke during insertion. Enlargement of the incision was required to accommodate removal and replacement of the lens. Additional information has been requested.